Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 9:15 am. He tested on the subject meter during and observed a value of "286 mg/dl" and then tested on a contour meter within 30 minutes and obtained a reading of "129 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages his diabetes with an unknown type/dose of self adjusting insulin and continued with his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms and reported that he went to see his doctor at 9:15 am the following day and was given novolog insulin (80 units 2x per day). No other device was used for testing. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The test strips were unexpired and in good condition. A control test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. There was no indication that the product caused or contributed to an adverse event. The patient denied developing any symptoms and form of treatment provided by the hcp was consistent with the alleged high meter readings. However, the complaint is being reported because the meter did not meet lfs' criteria for accuracy when compared to another meter.